Event description:
Follow up identified the issue persisted. Subsequently, surgical intervention was taken on (B)(6) 2017 and the lead was repositioned. The physician also added swift-lock anchors to better stabilize the leads at the neck insertion site.

Manufacturer narrative:
Corrected data: devices 2, 3 & 4 reference was inadvertently omitted in the follow 1 report submitted on 03/24/2017.

Event description:
Device 1 of 4 . Reference MFR report(s): 1627487-2017-00878, 1627487-2017-00879, 1627487-2017-00880.

Event description:
Device 1 of 4: reference MFR report(s): 1627487-2017-00878, 1627487-2017-00879, 1627487-2017-00880. Follow up identified the reported issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4: reference MFR report(s): 1627487-2017-00878, 1627487-2017-00879, 1627487-2017-00880. The patient received four peripheral (off-label) leads. It was reported the patient underwent a procedure to revise her scs leads on (B)(6) 2017. Reportedly, the patient had scar tissue forming on the leads which caused a tugging sensation.